Manufacturer narrative:
(B)(4)

Event description:
A consumer reported she had pressure at the implantable neurostimulator (ins) site. She said the pain sensation was intermittent where the device was implanted and she was very thin and did not have a lot of padding. Additional information received reported that the device was moved in the first year. It was clarified that it was moved in the first year after initial placement. The patient reported that it somewhat improved but the patient was very thin and did not have much padding in their backside area. Indication for use included post-lumbar laminectomy syndrome.